Manufacturer narrative:
Catheter.

Event description:
A catheter revision was reported. No other details were provided regarding the event. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.